Manufacturer narrative:
The investigation for the low pump flow has been completed. Complaint device not returned for investigation. Data logs not available to review. Based on the clinical data the cannula was occluded by thrombus. The cause of the low pump flow issue most likely was biomaterial ingest. Added- d8 "was this device serviced by a third party?" Updated to no., h6 impact code 4629.

Event description:
The complainant reported a 79-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the pump had low pump flows. Medical staff verified the position and suspected the pump ingested a clot. Medical staff removed the cp and confirmed the cannula was occluded by a thrombus. Medical staff then implanted a new cp. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.